Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.